Event description:
The patient complained of a shock during a ultrasound therapy treatment. The treatment was stopped. The patient's progress was not impeded. The clinician specified the estimated treatment settings to be 1.0 to 1.2 watts per cm squared. Conductive gel was used for the treatment. No other treatment settings or patient specifics were provided by the clinician.

Event description:
The patient complained of a shock during a ultrasound therapy treatment. The treatment was stopped. The patient's progress was not impeded.

Manufacturer narrative:
The clinician specified the estimated treatment settings to be 1.0 to 1.2 watts per cm squared. Conductive gel was used for the treatment. No other treatment settings or patient specifics were provided by the clinician.